Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that this morning they were trying to get out of bed to use the bathroom and it made a very sharp sensation, like a needle was sticking them or pinching. Patient said the sensation was instantaneous and only happened when they were moving around. Patient called their healthcare provider and was told to call [manufacturer]. Patient was implanted yesterday. Agent reviewed how to decrease stimulation. Patient will maintain stimulation level and will continue to track symptoms. Patient services redirected to doctor if issue persists. Patient called back reporting they were having a "terrible time with this thing". Patient stated they were implanted with permanent implant on (B)(6) 2025 and they were having a huge problem. Patient reported after the implant procedure on thursday everything was fine and when they came home everything was great until thursday afternoon they were sitting in a recliner and when they turned to get up, they got a sharp pain that felt like something was stabbing or pinching them. Patient stated they th ought they had possibly pulled something loose and reported they had a couple drops of blood at the incision site. Patient stated everything to do with the pain they are experiencing is at the incision site. Patient reported after this they could stand up and walk most of the time and they did not feel anything but if they twist their body or just touch it with their hand, they get a sharp pain and it felt like it's shocking them. Patient reported thursday night was miserable and they could not get in a comfortable position. Patient stated they could not put any pressure on their right side. Patient stated they had a little incision pain but this is not normal incision pain that they are experiencing. Patient stated friday morning they called their dr's office and spoke with the nurse that said they need to call [manufacturer]. Patient later stated they thought they called patient services on thursday. Patient stated when they called patient services before they did not understand how to explain what was going on at that time, but stated this is a continuation of the same issue. Patient stated they decreased stimulation and symptoms stayed the same following this. Patient stated it was not constant and noticed it suddenly when they move or do something they get a jolt. Patient stated they decreased stimulation all the way down to 0.1 and it was still doing it so they turned therapy off on friday and it has been off ever since but reported the same symptoms are occurring with therapy off. Patient stated this all started late in the afternoon on thursday, on (B)(6) (date of implant). Patient services reviewed role of patient services and redirected patient to their healthcare provider to further address the issue and reviewed process for patient's healthcare provider to request manufacturer representative (rep) if needed.